Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified liver. A 16-4/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres for 10-15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.